Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead had noise and oversensing. It was noted that the patient had fallen recently and that the noise could be a sign of crush or insulation issues after the fall. The lead remains implanted at this time.

Manufacturer narrative:
We were notified that this lead was explanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.